Event description:
It was reported that there was an alert for an increase in the right ventricular (rv) lead superior vena cava (svc) impedance. It was also reported that the impedance rose slowly and came back down to where it was previously trending. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.